Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening on anterior and crease fold. Leak test and microscopic analysis was performed which identified: crease sharp opening on anterior, wear abrasion, yellow particles inner the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease sharp on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported right side deflation/rippling. The device has been explanted.